Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported that the pt's aortic neck had severe angulation due to disease progression. The physician believes that the stent graft may have been initially placed lower than optimal. It was reported approx 68 months post stent graft implantation the CT demonstrated that the stent graft had migrated distally resulting in a proximal style I endoleak. The physician elected to treat the pt with placement of three aneurx aortic cuffs. It was reported that the type I endoleak was resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (aortic neck had severe angulation due to disease progression). Conclusion- device failure/lack of effectiveness related to pt condition (aortic neck had severe angulation due to disease progression). Secondary intervention required.